Event description:
Tandemheart placed (B)(6) 2010. Pt remained on high level pressor and inotrope therapy, intubated/ventilated and sedated. He was nonoliguric in persistent renal failure requiring dialysis. Attempts to wean from tandemheart were unsuccessful resulting in drop in cardiac output and index. Pt also had ventricular arrhythmias and persistent coagulopathy. At approximately (B)(4) on (B)(4)2010 the tandemheart stopped functioning followed by hemodynamic compromise. The pt expired at 0844.